Manufacturer narrative:
D10/h2: lot number of previously reported concomitant product (9735225r): 1796366 section d information references the main component of the system. Other relevant device(s) are: product ID: 9735225r, lot #: 1776609 d9/h2/h3/h6: both computers were analyzed. The first computer (lot #: 1796366) was received with a damaged power cable for the external cd drive. A black ground wire was broken. The computer booted normally to the application screen. No video issues were observed. All other testing passed. The second computer (lot #: 1776609) booted normally to the application screen. Two bad sectors were found along with 104 uncorrectable sectors. The computer had a failing hard drive. Codes b01, c02 and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2, h3, h6: a medtronic representative visited the site to evaluate the equipment. Hardware parts were replaced. Codes b01, c02, and d02 are applicable. Two computers were returned to medtronic, but have not been analyzed. Codes b21, c21, and d16 are applicable to both. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. Concomitant medical products: other relevant device(s) are: product ID: 9735225r. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was having intermittent no signal issues when it was powered off using the software. After it was powered off, it went no signal and then had to be hard shut down. There was also a note that when entering the cranial software, the system went no signal detected but was able to recover without rebooting. This behavior could not be replicated while technical services (ts) was on the call. This was reported outside of a procedure. No patient was present. There was no reported delay.